Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented with an infection during an inpatient hospitalization. A transesophageal echocardiogram (tee) revealed vegetation on the right atrial (ra) lead. The physician does not believe infection was device or procedure related. The entire system, including the pacemaker, right ventricular lead, and right atrial lead, was explanted and replaced with dual chamber leadless pacemaker. The patient remained in stable condition.